Event description:
The user facility reported the possible presence of pseudomonas in the post-filter process of a cu endoscope washer. No adverse pt outcome.

Manufacturer narrative:
Cu investigated the complaint and the problem was found to be routine maintenance and filter maintenance were not performed in 1993 and 1994. The hosp did not order filters until 1995. The hospital's water supply was a factor in this incident. The preventive maintenance on water filters was never performed accordance to the three month schedule clearly stated in the user's manual that is issued with every device. The facility users were re-trained on filter maintenance and preventive maintenance.